Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the third-party service center service technician observed an error code related to the central processing unit (cpu) cannot communicate with the flow sensor was observed on the bipap a30 silver series device. There was no reported patient involvement. The third-party service center service technician confirmed the customer¿s issue and observed error codes e-015 (eeprom memory on pca) and e-020 (defective eeprom) in the device¿s event log. The third-party service center service technician recommended replacing the device¿s printed circuit assembly board to address e-015 and e-020. No repair was performed. No further investigation is warranted at this time.